Event description:
R2 pads failure during cardioversion -- dr had a tee/cv on pt. Tee was completed without complications and r2 pads were applied to front and back area. The pt was shaved on both areas before application as he had a lot of hair. The pads were applied with the side pad applied to the back with wires fully intact. The pt was sedated appropriately. Cv performed using 300 joules. There was a loud pop, with visible spark and half an inch from hub connection site on the white posterior cords there was a new break in the wiring. It immediately smelled like electrical burning and it looked like it was traveling up the wires towards the pt's shoulder. Thought it could catch fire so ran over and pulled the pads off. There were no burn marks or singed hair present on the pt. Event abated after use stopped or dose reduced: yes.